Manufacturer narrative:
Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Reporter occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 2.6 inr and within 1 hour the laboratory result was 1.94 inr. The customer's therapeutic range/target was provided as 2.0 inr.